Manufacturer narrative:
The touchscreen was returned to the product investigation lab (pil) for failure analysis. The pil technician verified that the touchscreen failed the required flex cable resistance verification testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.

Event description:
Philips received a complaint from the customer on the v60 device indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. The touchscreen was calibrated, but the issue remained. The pse therefore replaced the touchscreen and verified that the issue was resolved. Periodic maintenance was performed, and no malfunction was found. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
E1: reporting institution phone number - (B)(6). Reporter phone number - (B)(6).